Manufacturer narrative:
Follow-up #1: date of submission 03/27/2014. Device evaluation: the device has been returned and evaluated by product analysis on 03/10/2014 with the following findings: there was no visible damage to the keypad. The down arrow button was intermittently responsive. The up arrow, ok, and contrast buttons responded properly, but contamination was found under their button contacts when the keypad was removed. Unrelated to the complaint, the pump booted to the verify screen with a dim and discolored contrast. Also unrelated, there was a crack along the battery compartment.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. It was reported that down button was intermittently unresponsive since a couple of days ago. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.